Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, dissection of the lymph nodes led to bleeding from unspecified pulmonary vessels. As a result, the procedure was converted to open surgery. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the injury to the vessel(s) was an avulsion. The lymph nodes and blood vessel(s) were adhered to each other, and the dissection process was performed with the understanding of the possibility of bleeding. The surgeon stated that an unspecified isi instrument was being used when the bleeding occurred. The customer was unable to provide the name or part number of the isi instrument. There were no isi product issues or unexpected movement of an isi instrument that caused or contributed to the bleeding. The amount of bleeding was 100 ml and compression was performed to stop the bleeding. There were no post-operative complications. Video/images of the procedure are not available for isi for review. No products will be returned to isi for investigation as the site does not think there is a product issue. Demographic information was enquired but not provided.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication can be possibly attributed to anatomical factors in relation to blood vessels being adhered to lymph nodes. The surgeon indicated that there was a known possibility of bleeding during the dissection process. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, there are no products expected for return to isi for failure analysis evaluation. If additional information regarding the reported event is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, the lymph nodes were adhered to unspecified pulmonary vessels. During the dissection of the lymph nodes, bleeding was observed. It was noted that there was an avulsion of an unspecified vessel. As a result of the intra-operative complication, the surgeon elected to convert the procedure to open surgery. The bleeding was stopped by applying compression. Although the surgeon indicated that there was a known possibility of bleeding during the dissection process, the cause of the intra-operative complication is unknown. There was no allegation of a malfunction of a da vinci product which caused or contributed to the bleeding.